Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address elevated metal ion levels and pain. Update rec'd 8/15/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from metalosis. There is no new additional information that would affect the outcome of the MDR decision. Update (B)(6) 2017 pfs and medical records received. Pfs indicated a terrible nose, but there was no mention within the medical records of any noise. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, and elevated metal ion levels (no labs). The stem is being added to the complaint. This complaint is for the right hip. The complaint was updated on: (B)(6) 2017.